Event description:
It was reported that the lead perforated the patient which resulted in cardiac tamponade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.